Event description:
The company was informed that the pt is experiencing pain at the implant site. The pt is requesting removal of the internal device. Advanced bionics is in the process of gathering more info. Once more info has been acquired a supplemental report will be submitted.